Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the error code 102 occurred due to the deformation of the metal plate inside maj-631. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during the pre-use inspection, error e102 (clv lamp error) was displayed on the otv-s190 visera elite video system center. The issue was resolved by restarting the equipment, and the inspection was carried out as scheduled. The diagnostic endoscopy was completed using the same set of equipment. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Visual inspection found the device demonstrated rust. The reported e102 error could not be reproduced; however, the service checked the error log and confirmed that a lamp error had occurred when the power was turned on. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.